Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported field events of noise and inappropriate shock were confirmed in the laboratory via review of the stored egms. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The cause of the reported noise and inappropriate shock was a lead anomaly.

Event description:
It was reported that the patient the patient presented to the hospital after receiving multiple inappropriate shocks due to noise. The noise was unable to be reproduced. A connector anomaly was also suspected. The tachy therapy was programmed off and the device was later explanted and replaced. Patient condition was good.